Manufacturer narrative:
The pod was received with the cannula deployed, and the formed needle slightly exposed. Communication could not be established between the pod and master pdm (personal diabetes manager). Without the downloaded data it could not be determined the pods ability to successfully deliver insulin. Multiple components inside the pod were found damaged, and the exposed portion of the soft cannula was bent. Despite this, the pod passed a fluid path pass through test as fluid was able to pass freely through the fluid path. It could not be conclusively determined when these damages occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 370 mg/dl, while wearing the pod between 4 and 24 hours on the arm. Multiple corrections were administered using the pod but the bg levels did not decrease. A new pod was applied to treat the hyperglycemia. The patient's glucose history is as follows: (B)(6).